Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. Data analysis confirmed that the power consumption of this device has been increasing during the past year. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product will be returned. This report will be updated upon analysis completion.